Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer's blood glucose level ranged from 150-180 mg/dl. Customer was able to load a new cartridge to resolve the issue. In addition, it was reported that resistance was experienced during the fill process. The syringe needle was changed resolving the issue.